Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an episode of ventricular tachycardia and the implantable cardioverter defibrillator delivered a shock. It was noted that the right ventricular lead exhibited low defibrillation impedance and the shock was delivered through a different vector. The lead was capped and replaced during a device upgrade procedure. The patient was stable before, during, and after the procedure.